Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance measurements less than 200 ohms. Additionally, atrial undersensing and noise was noted on a running ra electrogram. Undersensing had also been noted in stored electrograms. Loss of capture was also observed. Insulation damaged was suspected and follow-up with the electrophysiologist was planned. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).